Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "cyst." The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and "cyst." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and cyst received on (B)(6)2021 with lot number 2297147. Visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on anterior/radius. A microscopic analysis was performed which identify a punctured in the anterior/radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a puncture opening on radius/anterior due to surgical damage like.